Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a trial patient who was using an external neuro stimulator (ens). It was reported that the patient had leakage; they noted that they were on crutches, which may cause them ¿to get to rest room on time.¿ it was also reported that the patient was in a car accident in the past which may cause them to not feel stimulation due to ¿not having feeling in body.¿ it was noted that the patient may have felt stimulation yesterday at 6.1. It was also stated that the patient informed their healthcare provider that they think they may have a uti. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.